Event description:
Customer reported a past low blood glucose event, with the lowest level noted at 40 mg/dl. Low bg cause was unknown. The customer consumed carbohydrates as a corrective action and was advised by technical support to consult a healthcare professional to discuss factors affecting blood glucose levels.